Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had multiple pump error alarm. The customer blood glucose level was 400 mg/dl at the time of incident and the other blood glucose level was 359 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer declined to check for possible site or insulin issues. It was reported that the customer using automode. The insulin pump will not be returned for analysis.